Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported 10ml l/s syringe was cracked on the side. Writing to confirm no samples are available, we do not have any unused samples in our warehouse of this lot. Customer has only provided photo already submitted.